Event description:
It was reported after complaints of sub-optimal efficacy, less than 50% therapy relief at legs and arms, and multiple dose escalations and bolus dosing regimens the healthcare provider (hcp) attempted to aspirate cerebrospinal (csf) from the side port on (B)(6) 2014 without success. There was no structural catheter issue found and the distal tip was presumed to not be in the intrathecal space. The patient was referred for a catheter revision and for concurrent replacement of the pump due to 18 month elective replacement indicator (eri) on (B)(6) 2014. There was no alleged product issue with the pump. Diagnostics and troubleshooting included a dye study and MRI. The cause of the issue was undetermined. It was further reported that ever since the pump was placed she never felt adequate spasticity relief. The patient¿s status at the time of this report was ¿alive-no injury.¿ intra-operatively the surgeon confirmed that catheter was not dripping csf. It was cut, removed and discarded. The physician had to abort the case [refer to manufacturer report # 3004209178-2014-15346 regarding intra-operative issues]. The patient was stable and on oral baclofen post-operatively and would be seen again for re-implant on (B)(6) 2014. The pump was being used to deliver gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a history of a spinal hematoma. The pump was being used to deliver intrathecal baclofen therapy. Additional information received reported the catheter revision that occurred in (B)(6) was "not device related". It was due to an anatomical anomaly with the patient. The patient had intradural hemorrhage/hematoma issues and they did not know why.